Manufacturer narrative:
The reported event of inadequate capture was confirmed. As received, a complete lead was returned in one piece. Visual examination found one external insulation abrasion breaching the outer insulation. The cause of the reported event was isolated to the exposure of the outer coil at the abrasion zone consistent with friction to another device or feature of the patient¿s anatomy.

Event description:
It was reported that the patient presented in the clinic for follow-up. Interrogation of the patient's pacemaker revealed high capture thresholds on the right ventricular (rv) lead exhibited. The rv lead was explanted and replaced. The patient was in stable condition.